Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device indicated normal battery depletion. This device was included in a field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported the device reached elective replacement indicator and there was possible early battery depletion due to high right ventricular (rv) lead and left ventricular (lv) lead thresholds. The device was explanted and replaced. The rv and lv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 5071 implantable pacing lead (B)(6) 2009; 6947 implantable pacing lead (B)(6) 2004; 5068 implantable pacing lead (B)(6) 2000. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.